Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 53 events were reported for this quarter.   Product return status : 52 devices were received for evaluation. 1 device was available for evaluation but has not yet been received.   Evaluation status : 51 reported events were confirmed during testing. - 51 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information : 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device had paint chips missing. 53 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device had paint chips missing. 53 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 53 total events were initially reported. 53 previously reported events are included in this follow-up record.   Product return status 52 devices were received. 1 device was not available for evaluation.   Event confirmation status 52 reported events were confirmed; the cause traced to component failure. Evaluation results 52 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device had paint chips missing. 53 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 53 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 device was received. 1 device investigation type has not yet been determined.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused.